Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed that all keypad buttons were responding intermittently. There was no evidence of physical damage to the pump. The keypad cover was removed and contamination was observed under all contacts. Unrelated to the original complaint, the display was noted to be dim and discolored. (B)(4).

Manufacturer narrative:
(B)(4)